Manufacturer narrative:
The sodium electrode lot number and expiration date were not provided. The field service representative found the tubes at the washing station were too tight so the nozzles could not spring properly. He replaced the tubes which appeared to solve the issue. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium results for 2 patient samples on a cobas 6000 c501 module. Sample 1: the initial result was 155 mmol/l. The repeated result was 139 mmol/l. Sample 2 : the initial result was 245 mmol/l. The repeated result was 140 mmol/l. The results were not reported outside the laboratory.

Manufacturer narrative:
Another sample with questionable results was reported. On (B)(6) 2024, the initial result was 184 mmol/l. The repeated result was 144 mmol/l. The sample was repeated because it did not pass the customer's internal validation. The field service representative performed adjustments and inspected the vacuum system, flushed it, and manually cleaned it. The chloride electrode was replaced and calibration was successful. The investigation determined the service actions resolved the issue.